Event description:
Device 2 of 4. Reference MFR reports: 1627487-2013-02982, 1627487-2013-2984 and 1627487-2013-02985. It was reported the pt experienced ineffective stimulation coverage that could not be resolved with reprogramming. The pt also reported an increased recharge burden. The pt was referred to a surgeon for a potential paddle lead replacement procedure. Allegedly, the surgeon will replaced the ipg during the same procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.